Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, low defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were detected. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.